Event description:
A customer contacted baxter global technical services regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine (hc). The baxter technical service representative (tsr) explained the alarm and assisted the home patient (hp) to cycle power off and on twice to clear the alarm. The tsr explained to the hp to start over with all new supplies. The hp stated she connected herself after she started her therapy. The tsr explained the proper setup procedures per the user manual. The hp was contacted on (B)(6) 2011 by baxter product surveillance, at which time she stated that she did not develop any adverse reactions or need any medical intervention. The hp stated she is currently performing therapy without any complications. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 was confirmed, and the root cause was determined to be use error- by the patient not connected when therapy initiated. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.